Manufacturer narrative:
Per (B)(4) initial report. The reported device is available to return to corin, if received the device will be examined at corin and information of this review will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
During surgery, whilst drilling for the patella lugs, the guide was removed and a metal particle was found. The metal particle was removed straight away and there was no impact to the patient.

Manufacturer narrative:
Per -4010 final report. Additional information, including the reported device, the surgical delay, confirmation that the broken piece was retrieved, information about the surgery that could explain what happened and if difficulties were experienced when using the drill has been requested and was provided by the reporter. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The drill was returned and reviewed. It was in good condition and the metal fragment was unlikely to have come from the drill. 45 patella drill guides that may have been used with the drill were returned from the hospital. 11 of them were identified to have score marks. It is possible that the metal fragment came from the drill guide as the drill rubbed against it but cannot be confirmed as information on the size of the drill guide used during the surgery was not available, nor was the metal fragment returned for material testing. The reported device is available to return to corin, if received the device will be examined at corin and information of this review will be provided in a supplemental report upon completion of the investigation. Based on the information above, the root cause of the reported event can't be confirmed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, whilst drilling for the patella lugs, the guide was removed and a metal particle was found. The metal particle was removed straight away and there was no impact to the patient.